Event description:
Drive devilbiss healthcare was notified of an incident involving a powerchair by an end user, who stated that "while driving forward, the speed increased drastically and the chair got rammed into her hospital bed, banging her leg into the metal frame," causing a "large lump" sticking out of her left leg. The end user went to the hospital, where it was determined that nothing was broken. Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.